Manufacturer narrative:
B3 - date of event: event date not provided and estimated based on aware date. Device eval by MFR: the device was received, and technical analysis was completed. A visual and tactile examination identified an outer sheath kink 1mm distal from the distal end of the nose cone. The device was received with the stent already deployed from the delivery system. A visual examination identified no issues with the tip of the device. A visual examination identified no issues or damage to the handle of the device. The safety lock was still on the handle of the device. The investigator opened the handle of the device. There was no evidence of inner prolapse.

Event description:
It was reported that the stent inadvertently deployed. An eluvia drug-eluting vascular stent system was selected for use. Upon opening the device from packaging, the stent was inadvertently deployed. A second device was used to complete the procedure. There were no patient complications as a result of the event.

Event description:
It was reported that the stent inadvertently deployed. An eluvia drug-eluting vascular stent system was selected for use. Upon opening the device from packaging, the stent was inadvertently deployed. A second device was used to complete the procedure. There were no patient complications as a result of the event.

Manufacturer narrative:
B3 - date of event: event date not provided and estimated based on aware date.